Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed to complete self-calibration. There was no patient involvement.

Manufacturer narrative:
Per the srt, the epgs was connected to the heart lung machine (hlm) base. Both gas connections were made, and the system allowed to warm up. The gas pressure was set at midrange 50 pounds per square inch (psi) and the epgs would not pass calibration.

Manufacturer narrative:
The reported complaint was not confirmed. Per the service repair technician (srt), the issue was found by the manufacturer's engineering group and the product was not returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) powered up the electronic patient gas system (epgs) and the oxygen (o2) analyzer test failed. It was found that the software version was the incorrect version and was incompatible with the o2 sensor. The module was replaced with an updated software version and the unit was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.